Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.068" x 0.166" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer broke a piece of the force bipolar instrument. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completing as planned.